Event description:
The patient had a swan ganz catheter inserted during open heart surgery. Patient transferred to cardiovascular ICU (cvicu) postoperatively. It was noted two days later that the temperature reading from this catheter was very high - in the 105 degree range. The continuous output machine was changed, recalibrated and all lines and connections rechecked. The continuous output machine had been previously checked with biomed and was working correctly. There was no noted difficulty with insertion in the cardiovascular operating room (cvor). All output machines are vigilance ii (vig 2). Monitor and cables were changed and the readings were still out of the normal range. The patient's body temperature during this time frame was 97.8 - 98.6.